Event description:
Ms3 pump lost memory. Unable to safely reprogram. Replacing pump sn (B)(4). Pt was able to use the back up pump. No other info known. Reported by pt's father. Dose or amount: 102.5 ng/kg/min, frequency: continuous, route: sub q. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah. Unique ID: (B)(4).